Event description:
It has been reported to philips that the device displayed message "capnography is disabled"

Manufacturer narrative:
Updated to correct patient information, operator of the device and the reporting institution information.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device displayed message "capnography is disabled". Malfunction observed when in clinical use, no harm or delay caused.